Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device repeatedly exhibited a "primary audible alarm bgnd test" failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement. No product was returned. The investigation determined the most probable cause to be an alarm generated by a false positive remediated by the software update, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. D3, g1, g2 email address: (B)(6).